Event description:
Patient reported one implant is leaking or has fluid around it which was found incidentally on CT. More recently, the past year I have been extraordinarily exhausted and have had significant mastalgia." This record is for the left side. Later, healthcare professional reported rupture, bilateral exchange from textured to smooth due to the patients¿ concern of the product and seroma.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "one implant is leaking or has fluid around it which was found incidentally on CT. More recently, the past year I have been extraordinarily exhausted and have had significant mastalgia." This record is for the left side.